Event description:
It was reported to the MFR that the user's programming system would not hold charge for very long after being plugged in for a period of time. It is unk what troubleshooting was performed to attempt to resolve the problem. A replacement system was sent to the user upon request. Good faith attempts to obtain add'l info regarding the reported event and to obtain the non-working device for analysis have been unsuccessful to date.